Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a female patient who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1979, the patient began using super poligrip original, and in (B)(6) 2000, she began using fixodent. On an unknown date, the patient experienced "zinc toxicity and extensive nerve damage resulting symptoms that include in loss of balance, tingling, numbness, burning, pain and weakness in her feet, legs, arms and hands, fatigue, dizziness and unsteady walking and standing." Super poligrip original and fixodent were discontinued in (B)(6) 2010. According to the claim, the events were severe and permanent. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2009, the patient reported a standing history of tendinitis problems. On (B)(6) 2010, the patient had some recurrent neck, back, and foot pain, but not worsened from previous. The patient had a past medical history of cervicalgia, neck and left shoulder pain with tingling of left fingers, likely secondary to radiculopathy of cervical spine ((B)(6) 2005); slight tenderness of trochanter and with left hip movement ((B)(6) 2005), left heel pain ((B)(6) 2004), unspecified myalgia and myositis ((B)(6) 2000) and chronic pain syndrome ((B)(6) 2008). On (B)(6) 2010, the patient's copper level was 1.34 (normal 0.75 to 1.45 mcg/ml) and zinc level was 1.14 (normal 0.66 to 1.10 mcg/ml). Follow up information was received on (B)(4) 2011, via medical records. On (B)(4) 2010, the patient reported symptoms that she had which concerned her that she might have too much copper or zinc. She was told that she needed zinc and copper tests per her attorney. Diagnosis included neuropathy. This case was upgraded to medically serious by gsk.